Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was not returned, so no analysis was completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the articulating arm was broken. There was no patient present when this issue was identified.